Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that both keyboard hinges were broken, the left display latch was cracked, there was an error in the software update history, the stylus was broken, the printer was not working and the main processing unit (mpu) board was broken. (B)(4).

Event description:
The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.